Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to use a specific technique to press the button, and despite the pump screen turning on, the issue persisted. Consequently, technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.